Event description:
It was reported via social media comment that the patient has crazy mood swings, and the patient's depression can be bad at times, since having the vns implanted. Programming history data was reviewed and showed that the patient's device was functioning as expected day of implant. No additional relevant information has been received to date.